Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The rep reported that the patient was having an MRI on the day of the report but determined that the ins was in overdischarge. The rep reported that the patient hadn¿t used her ins in about two months. Additional information was received from the rep on 2017-03-29. The rep reported that they were able to charge the battery using a trickle charge then followed by a regular charging session. The rep reported that a power on reset (por) occurred on (B)(6) 2017 and the patient now had a functioning system again. The rep reported that upon completed por, the clinician programmer informed him that the battery now had a dismissed capacity. The rep reported that the patient was made aware of this. The rep reported that the patient¿s low dose stimulation was reprogrammed took place to obtain better coverage of painful areas for the patient. The rep reported that the overdischarge had been resolved and the patient was re-educated on the importance of charging the device. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.